Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient lost 35 pounds and was having a difficult time maintaining coupling as the ins kept moving. A box of adhesive discs was sent to the patient and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.